Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-uni-celect. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 09/29/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to pulmonary embolism and deep vein thrombosis. Plaintiff alleges attempted retrieval on (B)(6) 2014. Plaintiff is alleging filter endothelialized into the ivc, device is unable to be retrieved.

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava perforation, tilt, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges tilt and vena cava perforation. The patient further alleges limited mobility. Unsuccessful attempted removal on (B)(6) 2014 due to advice from physician/foreign object. Per a report from computed tomography; ¿findings: a greenfield ivc filter is identified below the level of the renal veins. The long axis of the filter is tilted towards midline by approximately 6 degrees to the long axis of the ivc. Nearly all stripes of the filter penetrate the wall of the ivc more pronounced on the right side. No pericaval. Fluid collection is seen. A short segment of the medial wall of the ivc and a medial strut cannot be separately identified from the aortic bifurcation."

Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿filter endothalialized into the ivc, device is unable to be retrieved". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.